Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Event description:
The senior medical surveillance specialist reviewed information the patient/layperson reported to a customer care advocate, cca, in 2009. The patient was concerned that blood glucose results with her one touch ultra2 meter had been inaccurately elevated for two days. The patient reported that her blood glucose was elevated the day before and the day of the call. "My sugar has never been over 500." The patient alleged that despite injecting I insulin [to reduce it], her blood glucose was not decreasing. Although the patient was hungry, she stated, "I am afraid to eat." Exact blood glucose results obtained were not provided. The day before, the patient was seen in the emergency room for bronchitis. The ER staff was "satisfied" with [their] blood glucose result that she could not recall. When the patient returned to her home that same day, she was weak. The patient tested before eating, result "over 500 mg/dl". The patient injected 30 extra units of 70/30 insulin although her regime is a set amount. Because injecting extra insulin (total amount not provided) alarmed the patient, she "sat up all night". It is not clear whether the patient also ate. When the cca asked the patient if she had symptoms before or after the results and injecting insulin, the patient stated, "it was aggravating me and when you get hungry you're scared to eat but I will have to eat something". The patient was "annoyed" that her blood glucose did not decrease after injecting insulin. The patient admittedly was shaky the day of the call and her daughter urged the patient to eat. The patient read three results from the meter's memory performed before calling: 6:35 pm, 252; 6:41 pm, 130; 6:42 pm, 283 mg/dl. The patient considers the two results in the 200 range to be "high". The patient possibly injected her evening 70/30 dose at 6:35 pm. The patient's illness (bronchitis) would contribute to elevated blood glucose and the patient's lack of food would contribute to the symptom of shaking. However, the complaint is reported because the patient's blood glucose results continued to be elevated followed by shaking. The products were replaced.